Event description:
Company rep reported lap-band system erosion. The pt presented with pain in the abdomen. The entire lap-band system was explanted without replacement.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. No add'l info has been reported to allergan regarding the serial number. Pan and erosion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.